Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient swapped and reconnected supply bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had initially connected the final bag to the supply line and the supply bag to the final line; when the hp discovered the incorrect setup, they had switched the bags to the correct lines. The hp connected to the setup at an unspecified time during this process. The technical service representative (tsr) reviewed proper procedures with the hp and advised the hp to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.